Event description:
Medtronic rec'd info that nine yrs following the implant of this pulmonary valved conduit, the pt presented with regurgitation secondary to supravalvular stenosis, resolved with balloon angioplasty. The valve remains implanted. No adverse pt effects have been reported.

Manufacturer narrative:
(B)(4). Eval method: device history reviewed. Results: device history review found the product met specifications when released for distribution. Conclusion: cause of event cannot be determined. Analysis: no product was returned. Conclusion: the device history record was reviewed and showed that this valve met all mfg specification for product released for distribution. No issues were identified that would have impacted this event.